Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer reported that the she woke up and her blood glucose was over 600 mg/dl and insulin pump getting a no delivery alarm. The customer¿s blood glucose at the time of the incident was 323 mg/dl and current blood glucose value is 388 mg/dl. The customer has treated high blood glucose with manual injection. The customer declined troubleshoot for high blood glucose. The customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.